Event description:
(B)(4). I never opted for essure doctor at the time inserted the essure against my will. Immediately after having the procedure I felt pressure in my pelvic area, the pain was unbearable I found myself going back and forth with the doctor about my issues. The doctor dismissed me and told me the pain was in my head. I was bleeding so bad that I would fill up a over nite pad writhing 15 minutes. I was seen by another doctor and she broke the news that by it being permanent it was nothing she could do. I lived with pain for the last 7 years with my health declining each year. I have gained 100 pounds, I have real bad body aches, I bleed heavy and sometimes black blood or brown blood with a very strong foul odor, I have brain fogs were as I have to set a reminder to do simple task, and that's on a good day if I can get out of bed. I suffer from manic depression bi-polar disorder. My long pretty thick hair is so thin I'm scared to brush or comb it with the fear of losing all of my hair. My sex life has went down the drain I have no desires to have sex and hate for my husband to touch me, and when I do have sex it's torture. I'm (B)(6) of age my kids and husband are worried that essure will cause more serious complications on top of the serious health issues it's already caused. I am set to have a hysterectomy because at this point I don't think that I can take it any longer. To think I was told by different doctors that it was a mind thing because they didn't want to be the bad guy and tell me that essure is a dangerous device and shouldn't be inserted in a dog. My list goes on I have swelling of my feet and legs. Bayer you should be shamed of yourself as a company and I can guarantee not 1 woman in your family have essure because you knew the risk and long term side effects that it holds.